Event description:
Transcatheter mitral valve lithotripsy (tmvl) is an emerging technique that uses sonic waves to disrupt calcification, enhancing valve pliability and percutaneous balloon mitral valvuloplasty (pbmv) outcomes. The article documents a 39 year old patient who presented with mitral stenosis. The interatrial septal puncture was established using a 21g brockenbrough needle and an 8 f mullens sheath through the right femoral vein, with limited fluoroscopy time and with intracardiac echocardiography guidance (ice). The septum was dilated using a 14 f dilator over an la wire, and a 28mm inoue balloon was passed across the mitral valve ring. Despite two inflations under ice catheter guidance, commissural splitting was not achieved, and the gradient remained high. The access site was upsized to 22 fr × 33 cm dry seal. Through the dry seal, two agilis steerable sheaths were delivered to the left atrium over two safari wires. The valve was crossed with two multipurpose (mp) catheters, and 300 cm bmw 0.014 wires were placed. Mp catheters were exchanged with two 8mm tmvl balloons which were simultaneously inflated at 6 atm and sonic waves were delivered for three cycles. A broken bmw wire shaft was then noticed in the left ventricle, with its tip in the carotid artery. Access was obtained through the left femoral artery, and the wire was successfully snared from the ascending aorta with an al-1 6 fr and en-snare system. The bmw wires were exchanged with two asahi astato xs 20 wires, sonic waves were delivered using two shockwave 8.0mm× 60mm balloons for an additional eight cycles. Final ballooning with a 28mm inoue balloon to 28mm resulted in excellent outcomes, reducing the gradient from 15mmhg (by tee) to 8mmhg and improving the valve area from 0.6 to 1.5 cm². The article concluded tmvl can enhance the effectiveness of pbmv in patients with severe calcified ms. This case has shown that tmvl might be safe and effective in a pregnant patient.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. B3: date of event estimated as 2/01/2025. D4: the UDI is not known as the part and lot number were not provided.